Manufacturer narrative:
It has been determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. From the complaint data, suspect the event is due to hardware or mechanical issue. Estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Number of people exposed: patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Troubleshooting was performed and after opening all inners, and while rotating the rotor, it was observed that the magnetic strip was removed from some of the places and got stuck at different places in the belt so it was uneven. Due to this, it was hitting at some location while 3d scanning. Inspection of part bi71000311 confirmed this. It was noted to be an adhesive issue. The system was serviced in the field and passed all tests. No failures were found. Concomitant medical products: bi71000311, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during an unknown procedure. It was reported that while taking a 3d scan, the system was scanning but at a particular position, it would make a hitting noise and then the scan would get terminated. This would happen intermittently. Imaging and navigation were aborted. There was no delay and the patient impact was unknown. Probable cause was due to the adhesive being removed from the magnetic strips.

Event description:
Patient details are not shared by hospital. Troubleshooting/internal analysis confirmed the failure as being an adhesive issue with the magnetic strips. The representative removed the magnetic strips where there is adhesive issue observed. It was reported to be a lumbar fixation procedure. There was no unused spin. Only the patient was present in the room because the technician and surgeon were standing outside of the room.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.